Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: during investigation, the pump powered on to a dim pink display. Unrelated to the original complaint, a leak test was performed and failed due to a crack in the pump case with moisture on the back side of the battery compartment, transceiver board, and display.

Manufacturer narrative:
Follow-up #2, 22-feb-2017- correction to serial#.